Event description:
It was reported that this pacemaker exhibited high impedance on the right atrial (ra) and right ventricular (rv) lead channels. The ra and rv leads were explanted and replaced. The device remains in use. No adverse patient effects were reported.